Event description:
The product could not be removed from the hoop. While trying to remove the wire from the packaging, the tip of the wire broke.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.